Event description:
A 22 yo female hospitalized for motor vehicle accident with several injuries. Over the period of several weeks, pt's condition deteriorated, which resulted in adult respiratory distress syndrome requiring intubation. Records indicate that she was very restless, which resulted in the intermittent use of sedatives and paralytics. She extubated herself numerous times. The last accidental extubation resulted in an anoxix event. This injury was the result of a prolonged period of time without oxygen. Staff at the hosp had a difficult time in managing the emergency. It is alleged that a sheridan endotracheal tube was used during this time.